Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up after receiving inappropriate hv and atp therapies for sinus tachycardia and atrial fibrillation with rapid ventricular response. Programming changes were recommended. Device remains implanted. No further information is available at this time.